Event description:
The international distributor reported the ventilator would not power on. The ventilator was not in use on a pt, therefore, there was not pt involvement or harm. The distributor's engineer replaced the power supply to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications. The power supply was returned to the factory for failure analysis. Failure analysis of the power supply identified a transistor failure due to a short. This type of failure can cause the ventilator to shut down and alarm, if in use, and opening of the safety valve as an emergency mode of ventilation to the pt.